Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient's garments were too tight and were digging into the patient's skin. It was reported that the garments were leaving markings and cuts under the breast area. A wound care nurse addressed the cuts. Follow-up indicated that the patient's skin irritation was much better since the patient was refitted with new garments.